Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pas inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained during a follow-up call with the patient. The patient claimed that the meter would not power on when a test strip was inserted during the evening of (b)6) 2016. The patient manages his diabetes with oral medication, diet and/or exercise. He denied making any changes to his usual diabetes management routine following the start of the alleged issue. He reported that on the morning of (B)(6) 2016, during a doctor¿s office visit, he developed symptoms of ¿sweaty¿ and ¿feeling unconscious¿. He reported that the doctor advised him to lay down and after a few minutes he felt fine. He confirmed that no extra medication or treatment was received for his symptoms. At the time of troubleshooting, the csr noted that the meter was not being used for the first time. Based on the information provided, there was no misuse of the meter. The meter turned on when the power button was pressed. The csr noted that the patient had been using the correct test strips; however, when the patient inserted a test strip per owner¿s manual, the meter did not turn on. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.